Event description:
It was reported that during a 3-level cervical procedure performed on (B)(4) 2015, 2 of the 3.5x 15mm standard self-drilling screws (37-sd-3515) would not seat in the plate. The screws had to be removed and replaced with rescue screws.

Manufacturer narrative:
Reported as a serious injury due to medical intervention required to remove and replace 2 screws due to them not fully seating in the implant. Other. Dimensional evaluation was performed. Dimensional evaluation found all dimensions that would affect seating of the screw in the plate were measured and found to be within design specification. Engineering evaluation states that review of the quality inspection report shows that all dimensions are within tolerance to the drawing and manufacturing records note that there were no deviations or anomalies for this lot of screws. A functional check was performed with an implant (37-pa-4206). Both screws functioned as intended and fit within the mating hole in the plate. The issue described in the complaint could not be recreated. Review of manufacturing records found a total of (B)(4) of this lot were manufactured and released for distribution on (B)(4) 2015 with no deviation or anomalies. A two-year complaint history review found this to be the only report of this nature received for any part number of 37-sd-xxxx family of standard self-drilling cervical screws. This report is #1 of 2 mdrs filed for the same event (reference 3005739886-2015-00026/27).